Event description:
It was reported that a pump malfunction occurred without any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if any issues arose.